Event description:
It was reported that during a balloon dilatation procedure incomplete deflation occurred. A cre 12-15mm 8cm f/g balloon catheter had been advanced to an unspecified location. The balloon inflated "fine"; however, when attempts were made to deflate the balloon, it was noticed that the balloon "did not empty in full". The balloon did not deflate enough to remove it from the scope. A vacuum was attempted prior to removal. The balloon had to be cut out of the end of the scope. The procedure was completed with another of the same device. There were no pt complications reported.

Manufacturer narrative:
The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.